Manufacturer narrative:
The pump was received with blank display due to faulty interface board. The pump had cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have a blank screen. The customer states they replaced the battery and screen came back, but soon after received rewind, and the pump went blank again. The customer's blood glucose level at the time of incident was 175mg/dl. The customer states receiving unexpected restart alarm. Troubleshot was conducted and the pump remained blank. The customer was advised the pump would have to be replaced and returned for analysis.